Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 12/9/2021 h.6. Investigation: one photo and one sample with open package was received by our quality team for evaluation. From the photo, damage was observed on the hub collar. The sample was subjected to visual inspection and a dent was observed at the eclipse hub collar. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. The station that contacts the eclipse hub collar would be at the discharge station. The probable root cause could be that there were stay parts at the discharge station which was not effectively cleared off during housekeeping. The stray parts and the subsequent incoming parts reaching the discharge station were then jammed and continuously hit each other, eventually damaging the hub collar and then falling into the good part bin.

Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 23x1 rb had a bent tip. The following information was provided by the initial reporter: "broken adapter".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl eclipse 23x1 rb had a bent tip. The following information was provided by the initial reporter: "broken adapter".